Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced lightheaded and dizzy episodes. A remote merlin.net transmission revealed the implantable cardioverter defibrillator exhibited t-wave oversensing. The patient's symptoms resolved and programming changes were made when the patient was in clinic on (B)(6) 2018.